Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The complaint was created following the quarterly literature review q3 2022. The system was explanted due to an infection.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Additional information: since no additional data could be retrieved, no further investigation could be performed. Therefore, the case is closed as it is. The complaint will be reopened if new relevant information is subsequently provided.

Event description:
The complaint was created following the quarterly literature review q3 2022. The system was explanted due to an infection.